Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the patient experienced ongoing intermittency with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 15, 2022.